Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis monofocal intraocular lens (iol) model zcb00, +19.0 diopter was inserted, removed and replaced in the same procedure because after implantation the doctor saw rings on the lens which are usually seen on a symfony lens. A model zcb00 +19.0 diopter iol was implanted as the replacement lens for the patient. No further information provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 03/7/2018. Device returned to manufacturer? Yes. Device evaluation: the sample was returned to the manufacturer. Visual inspection shows that the packaging received is zcb00 packaging. The serial number (B)(4) and model zcb00 was printed on a5 sticker and label that were pasted on folding carton and lens case. The lens was cut into two pieces, most probably to make removal and replacement possible. The returned lens was then decontaminated according to procedure mal-04-s002 rev. 02. After cleaning, the parts were inspected by a qualified final inspection manufacturing specialist using 12x magnification. Visual inspection showed that the returned lens was a symfony lens. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. Based on the manufacturing records review, analysis of the returned, historical complaint review and non-conformance/CAPA report review, there is indication of a product malfunction or product quality deficiency as the event description can be confirmed. CAPA number CAPA-007870 was issued for this complaint. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. No labeling changes are required. The dfu states prior to implanting, examine the lens package for iol type, power, proper configuration and expiration date. Examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. Conclusion: based on the investigation results there is indication of a product quality labeling deficiency. An extended investigation has been opened to investigate this issue, corrective action(s) will be implemented if required based on the investigation results. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.